Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a stroke on the night of the implant and was in the hospital and rehab for 28 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.